Event description:
The recipient is reportedly experiencing an infection at the incision site. On (B)(6) 2022, the recipient was put on antibiotics.

Event description:
The recipient is reportedly experiencing an infection at the incision site. On (B)(6) 2022, the recipient was put on antibiotics.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.